Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No delivery anomaly was noted.

Event description:
The customer stated that he has been experiencing low blood glucose levels, and feels that the insulin pump is over delivering. The customer stated that he has made changes to the settings, but no matter what he does, he continues to have low blood glucose levels. The customer stated that he wakes up with blood glucose levels between 40 and 50 mg/dl, and has to eat candy and oranges to bring it up. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump was not exposed to high magnetic fields. The insulin pump passed the displacement test. The customer stated that he's afraid to use the insulin pump, and requested a replacement. Nothing further was reported.